Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02555.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. During the procedure, two ruby coils and two pod pcs were successfully implanted into the target vessel. While advancing the next pod pc through the distal end of the lantern, resistance was encountered. While retracting the pod pc, it detached inside the lantern. The physician removed the lantern containing the detached pod pc and flushed the coil out on the back table. While advancing another pod pc through the same lantern, resistance was encountered. Therefore, the pod pc and the lantern were removed. The pod pc was then implanted using a new lantern. The procedure was completed using five additional pod pcs with the new lantern, the same catheter and the same guidewire. There was no report of an adverse effect to the patient.